Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres for 1 minute. The device was removed without problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).